Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: colon or bladder procedure: event description: complaint 1 of 5:(B)(4). Complaint 2 of 5: (B)(4). Complaint 3 of 5: (B)(4). Complaint 4 of 5: (B)(4). Complaint 5 of 5: (B)(4). Translation: when using clip appliers, they do not always deliver clips when the handle is pressed, and it may take 2 or 3 or even 4 presses of the handle before a clip is delivered. Loss of time, stress for the surgeon, insistence on delivering the clip. Dr. [Name redacted] on 9/10. Dr. [Name redacted] on 10/10. Dr. [Name redacted] on 11/10. Information received from applied medical representative via email 25oct23: no patient injury. Nothing to report regarding patient status. Colon or bladder procedure was being performed. The trigger could be moved as normal. The surgeon used another clip to resolve the situation. Patient status: no patient injury. Intervention: device replacement.

Event description:
Procedure performed: colon or bladder procedure event description: complaint 1 of 5: (B)(4). Translation: when using clip appliers, they do not always deliver clips when the handle is pressed, and it may take 2 or 3 or even 4 presses of the handle before a clip is delivered. Loss of time, stress for the surgeon, insistence on delivering the clip. Dr. [Name redacted] on 9/10 dr. [Name redacted] on 10/10 dr. [Name redacted] on 11/10 information received from applied medical representative via email 25oct23: no patient injury. Nothing to report regarding patient status. Colon or bladder procedure was being performed. The trigger could be moved as normal. The surgeon used another clip to resolve the situation. Patient status: no patient injury intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These (B)(4) units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.